Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a usual for me breakfast meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user overestimating the carbohydrate content of their meals and choosing a meal size that was too large, resulting in an excess of insulin relative to their need.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 10/4/24. On (B)(6) 2024 the user's bg level dropped below 40 mg/dl. The user's husband heard the low bg alarm during the night and found the user semi-unresponsive. To treat the low bg, the user was given peanut butter, apple juice, and graham crackers by the husband. The user had eaten dinner at 6:45 pm on (B)(6)2024, followed by a snack at 8:15 pm with a "more than breakfast" announcement, and consumed additional food around 1 am with another "breakfast" announcement. During the event, the user experienced symptoms of unresponsiveness, tremors, sweating, and headache. The beta bionics customer care agent provided information on meal announcements and advised the user to discuss the event with their healthcare professional (hcp) or clinical diabetes specialist (cds) for further guidance on managing meal announcements.